Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the patient presented due to unstable angina and mild congestive heart failure and was referred for cardiac catheterization. The 10mm x 3.5mm, 95% stenosed target lesion was a long lesion located in left main coronary artery (lmca) extending towards the proximal left anterior descending artery (lad). The target lesion was treated with predilatation and placement of 3.50 x 20 mm taxus element stent. Following post-dilatation, using a kissing balloon technique residual stenosis was 0%. The patient was discharged on nine days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with intense chest pain and heaviness in the upper right arm, and one episode of vomiting. The patient was diagnosed with non-st segment elevation acute coronary syndrome within a context of development of severe macrocytic anemia secondary to multiple myeloma and was hospitalized. The patient had elevated troponin values and an event of myocardial infarction (mi) was reported. There was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. An electrocardiogram was performed and the patient experienced ischemic symptoms. The next day the patient complained of pain in the lumbar region and right hip ongoing for 15 days and MRI revealed acute fracture of the lower lumbar (l5), with 50% loss of height and moderate stenosis of the canal in l4-l5. Pain medications were given as supportive treatment of fracture. The anemia was treated with blood transfusions and medication was given to treat the mi. Seventeen days later, the event of mi was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.